Event description:
The customer reported that qc (quality control) on the unicel dxc 600 synchron system was recovering out of the laboratory's established control range; however, qc recoveries were still well within the two (2) standard deviations within run precision claim for k (potassium), na (sodium), and co2 (carbon dioxide) assays. The customer have assigned standard deviations of 0.02, 0.04, and 0.06 for qc which are far below the precision claim in the cis (chemistry information sheet) labeling of 0.2. Upon troubleshooting with a beckman coulter cts (customer technical support) over the phone, the customer discovered a wet syringe plunger for the mc (modular chemistry) sample syringe. The customer stated that no active leak was observed. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event. A review of the qc data indicated that potassium was failing qc at greater than 3 standard deviations for synchron control level 1 and 2. Sodium was failing qc at greater than 2 standard deviations for synchron control level 2, urine control level 1, and urine control level 2. Sodium was also failing qc at greater than 4 standard deviations for synchron control level 3. In addition, carbon dioxide was failing at greater than 3 standard deviations for synchron control level 3.

Manufacturer narrative:
The customer replaced the mc (modular chemistry) sample syringe plunger with the help of the beckman coulter cts over the phone and no further wet syringe plunger was observed. The customer calibrated the mc side, ran qc (quality control), and everything passed within specifications. The customer noted that the previous plunger was changed about a month ago and had 63 days left on the plunger. Failure mode of the wet syringe plunger is attributed to a defective mc sample syringe plunger; the customer replaced the plunger to resolve the issue. (B)(4).